Manufacturer narrative:
MDR 9618003-2022-00171 / device 8 of 10. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that the wafers were off centered. The product was used on patient. Photographs depicting the issue were received from the complainant.